Event description:
A report was received that the patient was having lead migration and experiencing inadequate stimulation. The patient underwent a revision procedure wherein the lead was replaced and adjusted. The patient was doing well postoperatively.